Manufacturer narrative:
Additional information: investigation. The following allegations have been investigated: organ perforation, worry, physical limitations, depression, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported worry, physical limitations, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the left femoral vein due to deep vein thrombosis. Patient is alleging vena cava and organ perforation. Patient also alleges worry, physical limitations, depression, anxiety. Report from computerized tomography (CT): "there is an inferior vena cava filter present with the cephalad tip at the level of the lowest renal vein. There is no significant tilt. The cephalad apex does not abut the inferior vena cava wall. There is evidence for four strut perforation extending into the adjacent adipose tissue. One of the struts abuts the right aspect of the aorta without evidence for perforation. The struts extend approximately 3 mm beyond the confines of the inferior vena cava. No evidence of a fractured strut. No evidence of inferior vena cava stenosis. "There is an inferior vena cava within the infrarenal ivc with the cephalad tip at the level of the lowest renal vein. Evidence for four strut perforation into adjacent adipose tissue as described above."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2009 and underwent a computed tomography (CT) scan approximately 8 years and 2 months later which revealed that several filter struts had since perforated through the plaintiff's inferior vena cava (ivc) wall into the adjacent fat. One strut was also noted to be abutting the patient's abdominal aorta. Hospital and medical records have been requested, but not yet provided.